Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain on 18-june-2024, it was reported by the patient parent that infusion set cannula has untaped within one and half days of use, tape not sticking. No further information was available.